Event description:
Customer called to report the insulin pump was exposed to water and alarmed for button error. No blood glucose reading was known at the time of the call. The customer dried the insulin pump and stated that everything has been working properly. Advised that the insulin pump should be replaced. Customer refused the replacement offer and maintained that the insulin pump was functioning properly. Advised to call back if any problems occur. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.